Manufacturer narrative:
This medwatch is for patient #2.

Event description:
The caller reports, that patient #2 was tested and the caregiver obtained 47mg/dl on the accu-chek inform meter and a 164mg/dl lab result. The results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.